Event description:
A report was received that the during a lead revision procedure, the physician replaced the paddle lead as he noticed loose contacts on the paddle end of the lead. The patient was reportedly doing well after procedure.

Manufacturer narrative:
Device evaluation indicated that the lead passed photographic imaging tests performed. Visual inspection revealed that electrodes # 10 and 12 were partially dislodged from paddle end of lead. A review of the manufacturing documentation of the paddle lead found that no anomalies or deviations potentially related to the event occurred during manufacturing.